Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a right and left heart cath diagnostic procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide device was deployed; however, when the lever was closed to retract the foot and the device was attempted to be removed it was stuck and could not be removed. The physician took hemostats and cracked open the handle area of the proglide device and was able to use hemostats to grab the component in the device that opens and closes the foot. He was able to get the foot to close and was then able to remove the device from the patient. There was no vessel or tissue damage noted and the sutures of the device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue could not be confirmed/tested due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.a review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b7: spelling correction.

Event description:
Returned device analysis identified a guide break, follow up with the account confirmed that the guide was broken during manipulation/ breaking apart of the device to close the foot. No additional information was provided.